Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The product was evaluated. An external visual inspection was performed and passed. There was no damage or abnormalities found during the inspection of the sensor. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The patient stated when she tried to insert the sensor into the abdomen on (B)(6) 2020, the needle activated but the housing puck stayed in the applicator, so she was unable to insert the transmitter. She removed the sensor and initially thought she saw the sensor wire, but once the sensor was completely off she could not find the wire and wondered if it had remained in her skin. On (B)(6) 2020, she took the applicator to the diabetes clinic and spoke with a pharmacist there who also could not see the sensor wire anywhere. The patient had no symptoms of discomfort, inflammation or infection at the site and no treatment was provided. At the time of the report she was feeling well. The product was evaluated. An external visual inspection was performed and passed. There was no damage or abnormalities found during the inspection of the sensor. The allegation was not confirmed. The probable cause could not be determined. No other or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. It was reported that the patient experienced difficulty with insertion, stating that the sensor housing puck did not detach from the applicator. The patient did not see the sensor wire anywhere and was not certain if the wire was still in her body. She had no redness, inflammation, or other symptoms. On (B)(6) 2020, she went to see the doctor and consulted with a pharmacist at the hospital. After talking with dexcom technical support, the reporter planned to advise the patient on criteria for if/when the wire should be removed. At the time of the report the patient was feeling well. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No other or event information is available.